Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-00277. The esheath introducer set was not returned to edwards lifesciences for evaluation. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿, ¿sheath shaft ¿ kinked, bent¿, and ¿sheath shaft ¿ liner torn¿ were unable to be confirmed. Engineering was unable to perform visual, functional or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined; however, a review of manufacturing mitigations, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Imagery of the patient¿s anatomy was provided and there is notable calcification and tortuosity in the right access vessel. A review of complaint history suggests that patient factors (such as tortuosity and calcification) and procedural factors can contribute to difficulty advancing the delivery system as well as liner tears. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. This misalignment can create resistance when advancing the delivery system. Additionally, the delivery system can potentially catch on to the tip or liner of the sheath and create tip damage or liner tears upon removal. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Once the liner is torn, the valve/delivery system could get caught on the torn liner when advancing, a possibility further exacerbated by the tortuosity in the patient¿s anatomy. This would result in increased resistance with the delivery system. Additionally, the difficulty in advancing the delivery system may have contributed to the kinks observed in the sheath shaft. As the physician applied extra force to advance the delivery system through the sheath, it is possible that this force, combined with the sub-optimal angles generated by the patient¿s tortuosity, led to the kinking of the shaft. This is substantiated by the account provided by the complaint site: ¿despite increased force to push the valve it would not advance and the sheath began to bend/curl.¿ according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0mm. In this case, the patient¿s minimum luminal diameter was 6.9mm. The vascular injury was most likely caused by the excessive force used when attempting to insert the delivery system & valve through the sheath. Although a definitive root cause could not be determined at this time, available information suggests that patient factors (access vessel tortuosity/calcification) and procedural factors (advancing valve/delivery system through sheath with torn liner) contributed to the reported complaint events. Review of complaint history revealed that the occurrence rates for their respective trend categories did not exceed the january 2017 control limits. As such, no corrective/preventative actions are required at this time.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the territory manager, during a tf tavr case, the 29mm s3 valve and delivery system were unable to be advanced through 16f esheath via the right femoral artery. Despite increased force to push the valve, it would not advance and the sheath began to bend/curl within the right iliac. The valve, delivery system and sheath at the right femoral artery were left in place and the left common femoral artery was used to insert a second 16f esheath. Using the left femoral artery, the physician was able to advance a second delivery system with valve and successfully deploy the bioprosthetic valve in the native aortic annulus. An abdominal aortogram was performed from the left side which showed extravasation at the right external iliac at the bifurcation. The esheath, delivery system, and valve on the right side were tamponading the bleed. A reliant balloon was used to occlude the flow in the abdominal aorta. When the reliant balloon was deflated the patient became extremely hypotensive. It was not believed the patient would survive a surgical repair of the iliac, therefore a decision was made to pull back the 16f esheath and slightly deploy the first valve in the right external iliac to help tamponade the vessel. Post partial deployment, the delivery system was removed and the 16f esheath was exchanged for an 18f sheath. Three endografts were deployed from the right common iliac to the mid external iliac inside the partially deployed 29mm sapien 3. Bleeding continued below the endografts at the bottom of the partially expanded valve in the mid right external artery. A second reliant balloon was used to tamponade the bleed. After about 30 minutes of tamponading the artery, hemostasis was maintained without having to occlude the abdominal aorta. Several femoral angiograms confirmed no more extravasation. The patient remained hemodynamically stable and the left femoral esheath was removed and perclosed. Right femoral access was also closed with percloses. The patient is doing well, was extubated and alert. No devices are available for return. In the physician's opinion, the root cause of the event was the patient¿s calcified and tortuous anatomy, the valve perforating through the expandable portion of the esheath and perforating the right external iliac due to the force used to attempt to push the valve through the esheath.